Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges. Reportedly, the cartridge was filled with 450 units of insulin, and remained static at 105 units. At the time of the reported event, the customer declined to reload the existing cartridge. Then, the customer unexpectedly received a pump reset alarm. After the customer reloaded the cartridge, a minimum fill notification occurred. Reportedly, the cartridge was filled with 450 units of insulin. The customer loaded a new cartridge successfully and resumed insulin delivery. There was no impact to the customer's blood glucose level.